Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4058 implantable pacing lead, (B)(6) 1992. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with a low heart rate and after three falls that day. While the device was being interrogated the patient when into asystole and needed to be resuscitated. The patient's device was found to be at end of life. The patient required emergent device replacement. No further patient complications have been reported as a result of this event.